Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue; screen appeared blank approximately 1/2 hour after pump was in the bath but no signs of moisture in pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. The pump was opened for investigation and revealed moisture on the display flex, the display connector and on the printed circuit board inside the pump. Investigation duplicated the alleged blank display, caused by moisture contamination inside the pump.